Event description:
The wife of an (B)(6) male patient called into zoll lifecor customer support to report that her husband's battery was not holding a charge. Support issued the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon evaluation, the battery pack was found to have a damaged connector shell. The damaged connector shell caused communication faults between the battery and charger/monitor. The root cause of the damaged connector shell cannot be positively identified but may have resulted from bumping or dropping the pack on a hard surface. No adverse event resulted from the defective battery. The patient received a replacement battery pack.